Manufacturer narrative:
At the time of the adverse event, the pump was fully filling and ejecting. The patient status currently has not changed.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration suffered an ischemic event. The pump had complete fill and empty, but a deposit was noted in the pump. On (B)(6) 2021, the patient was irritable and having right arm weakness. There were no signs of seizure. A head CT demonstrated areas of concerns for infarct in the middle cerebral artery areas. The patient was in therapeutic range with bivalirudin and was taking aspirin and persantine prior to the adverse event. On (B)(6) 2021, a repeat head CT was ordered that verified infarct in the middle cerebral artery area but no evidence of hemorrhage.